Event description:
Abscess. A 30-yr old man received two sheets of barrier and 400 ml of coating during a colectomy performed for relapsing abdominal complaints performed on 2/10/97. One sheet of barrier was placed over the rectal stump and one sheet was placed under the mid-line incision. During the surgery, an ileostomy was made. The rectal stump appeared swollen and edematous with no signs of an ulcer or fistula. The rectal stump was stapled closed and the rectum was not cleaned of fecal material. A drain was placed near the rectal stump. Observations during surgery prompted the physician to change the diagnosis from ulcerative colitis to crohn's disease. The pt received tetracycline and tinidazole around his surgery. The pt's post-operative course was normal until 2/15/97 when he developed fever and abdominal pain. On that day, the drainage material exiting through the drain appeared abnormal ("infected/fecal") and identical to the rectal/anal discharge. C-reactive protein elevation indicated infection. The diagnosis of 'abscess around the rectal stump' was made based on clinical symptoms and the observation of fecal/infected-like drainage. The pt received cefotaxime (2 gm bid) and tinidazole (800 mg qd). The pt recovered and was discharged 1-2 days later than anticipated. The reporting physician indicated that in these type of pts there is always some leakage of fecal material from the stapled rectal stump. In addition, he reported that it is not a standard procedure to thoroughly clean the rectal stump in every pt. He stated in a case where barrier is not used, adhesion formation acts as a natural barrier and prevents this localized infectious (fecal material) process from spreading. He noted that with barrier adhesions are not formed and the fluid can spread around. He indicated that it was unlikely that barrier potentiated the infectious process. Barrier performed as intended.